Manufacturer narrative:
One photo was attached to complaint reporting that a leak was detected between the tube and luer. No product sample was received. According to photo received, the failure mode ¿leaking¿ was confirmed. If sample is received, the complaint will be reopened.

Manufacturer narrative:
E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette is leaking at the connection of the line and the port. There was no patient involvement, therefore, there was no patient harm, and no medical intervention required.